Event description:
The user facility reported that the flat head screw fell off during a surgical procedure. No pt injury was reported. This screw is designed to be removed during cleaning and maintenance of the instrument. Visual inspection of the instrument did not reveal any defects.